Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that probes do not work or cut well occasionally during the procedures. The surgeon felt that the probes are not working as well as others in the past. The procedures were completed with no patient harm. Additional information was requested; however, the customer informed that no further information is available.

Manufacturer narrative:
A review of the device history record lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five complaints associated with the lot for the reported issue. One opened complaint sample was returned for evaluation for the report of the probe was difficult to cut during surgery. The returned sample was visually inspected and deemed nonconforming. Thick foreign matter observed on the inner diameter of the port. Actuation testing was performed and deemed nonconforming. No movement of cutter. Cut testing was performed and deemed nonconforming. No cut at all. Aspiration testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. The probe was disassembled and the components inspected. There is approximately 15-20 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of coupling. Presence of adhesive noticed at one spot of the extension when held under ultraviolet lighting. Gouge marks observed at the bend area, cutting edge, and several locations along the inner cutter. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 15-20 minutes of use in surgery, the adhesive bond failed, causing the extension to detach from the coupling. An investigation has been completed and actions have been implemented to reduce the frequency of detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the extension to coupling. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).